Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sigma universal handle internal spring failed to operate properly, resulting in femoral impactor falling to the floor.

Manufacturer narrative:
Examination of the returned hp universal handle confirmed the internal spring is fractured. A worldwide complaint database search for the product code 950501305 did not reveal a trend of damage to the spring. Based on the age and overall condition of the instrument, this failure is attributed to the device being worn out from normal use and servicing. Continue to monitor per sep-(B)(4). If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.